Event description:
The product was advanced into a re-treated (with non-cordis products) pcom aneurysm about 50 percent of the orbit mini complex fill 2.5x4.5 (637mf2545) coil was in the aneurysm when the coil wouldn't allow us to retreat it and it was extremely difficult to advance as well. The physician was able to successfully remove the coil and observed that it had been stretched. The case also involved having to navigate through an intracranial stent neuroform (bsc) that had been placed 2 years ago. We were using an sl-10 microcatheter during the case.

Manufacturer narrative:
The pcomm secular aneurysm size was 6mm (estimation), approximately 6mm in height, 4mm in width, 4mm in length, 4mm in neck, and neck to sac ratio of 2:1. There was no resistance between the (gw) guidewire and the (mc) microcatheter when accessing the target site, or during advancement of the coil through the mc. Prior to this coil, one coil went through the same mc without resistance. There was no kink in the mc that may have contributed to the event. During treatment of the aneurysm, the coil was placed in the aneurysm and got to the point where it could not be pulled back or advance. The mc was stable in the aneurysm during insertion and before the coil exited the mc. The mc did not buckle, and withdrawal for repositioning in the aneurysm with the mc did not occur until the issue with the coil occurred. There was resistance when the coil was repositioned/withdrawn during the final attempt to advance. The mc was not repositioned over the coil, and one to one relationship between the coil and delivery tube was verified with the fluoroscopy prior to repositioning. However, one-to-one relationship was lost due to the coil stretching. Coil entanglement may have possibly occurred with previously placed coils suspected to contribute to the event. After the event occurred, the entire coil and microcatheter were removed as a unit from the patient. There was a possible feeling that the coil entangled in the gapping strut of the neuroform stent that may have been protruding in the residual neck of the aneurysm that was being treated, however this was not confirmed and is only speculation nothing else. Prior to shipping, no other issues were noted with any part of the products being returned. Additional information will be submitted within 30 days of receipt.